Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
PICC line broke during the procedure.

Manufacturer narrative:
A review of the returned product from the customer was performed. Visual inspection found that the PICC line was broken 2 cm from the hub. The exact root cause for the breakage cannot be established with confidence. The customer stated that upon opening the package, the catheter snapped. Possibly, during the procedure too much force was used when trying to remove the catheter from the sleeve or any other movement. Since this event was most likely the result of an event within the user environment, no corrective action will be taken at this time. All catheters undergo (100%) inspection during manufacturing. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter and its ability to endure use.